Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems: pns and scs. It was reported the patient experienced ineffective stimulation due to migration of her scs octrode lead. Reportedly, x-rays were taken. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced with two new leads. Postoperatively, stimulation was effective the issue is resolved.